Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 50 colony forming units (cfu) of pseudomonas aeruginosa in the biopsy channel and greater than 100 cfus of pseudomonas aeruginosa in the suction channel. The scope was retested 12 days later and was positive for greater than 100 cfus of pseudomonas aeruginosa in the biopsy channel and greater than 100 cfus of pseudomonas aeruginosa in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds processes where the following deviation from the instructions for use (IFU) were identified: there was no water aspiration into the biopsy/suction channel during pre-cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 2 cfu bacterial identification: pseudomonas spp. Sampling date: (B)(6) 2024 sampling from: all channels cfu: <1 cfu bacterial identification: n/a the device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.